Event description:
It was reported that the 9900 sys locked up and the collimator coned down during a case. The 9900 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ps1 power supply was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.